Manufacturer narrative:
The tech found the pt right head side rail center arm assembly is broken off. The tech replaced the right head side rail center arm assembly to resolve the issue.

Event description:
The account alleged that the side rail assembly will not latch. No alleged injury by account.